Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented to the ER after disconnecting both batteries at the same time and subsequently passed out. Family believes that the power was restored in less than a minute which is consistent with what is in the history.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.